Event description:
The customer reported that his blood glucose result was 412 mg/dl. He stated that the cannula did not insert far enough into his skin.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is in process to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia.